Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), endometritis ('endometritis') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 20240921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. Concurrent conditions included rhinitis seasonal, sialoadenitis, ear pain, back strain, discomfort, bleeding intermenstrual, fatigue, vaginal bleeding, menses irregular with excessive bleeding, dysfunctional uterine bleeding, abdominal pain, vulvitis, impingement syndrome shoulder, shoulder sprain, neck strain, myofascial pain syndrome, amenorrhea, temporomandibular joint syndrome, hemorrhoids, muscle strain and dyspareunia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("ovarian cyst /right ovarian cyst.") And allergy to metals ("nickel sensitivity"). The patient was treated with surgery (endometriosis resection, robot assisted laparoscopic (n/a), cystoscopy (n/a), sigmoidoscopy rigid (n). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic inflammatory disease, endometritis, genital haemorrhage, menorrhagia, dysmenorrhoea, ovarian cyst and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, ovarian cyst, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: left side: 1 coil. Right side: 2 coils patient undergone endometriosis resection, robot assisted laparoscopic (n/a), cystoscopy (n/a), sigmoidoscopy rigid (n/a), appendectomy laparoscopic (n/a), intra abdominal lysis of adhesions, robot assisted laparoscopic (n/a), abdominal hysterectomy, robot assisted laparoscopic (n/a), salpingectomy, robot assisted laparoscopic (bilateral) on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure devices in place. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2011: 1.3 cm ill-defined hypoechoic lesion of the right ovary, nonspecific in appearance; it could represent a hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, bleeding , right ovarian cyst, menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following ones were describing patient¿s medical records:pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), endometritis ('endometritis') and genital haemorrhage ('bleeding') in a female patient who had essure (batch no. 20240921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. Concurrent conditions included rhinitis seasonal, sialoadenitis, ear pain, back strain, discomfort, bleeding intermenstrual, fatigue, vaginal bleeding, menses irregular with excessive bleeding, dysfunctional uterine bleeding, abdominal pain, vulvitis, impingement syndrome shoulder, shoulder sprain, neck strain, myofascial pain syndrome, amenorrhea, temporomandibular joint syndrome, hemorrhoids, muscle strain and dyspareunia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("ovarian cyst /right ovarian cyst.") And allergy to metals ("nickel sensitivity"). The patient was treated with surgery (endometriosis resection, robot assisted laparoscopic (n/a), cystoscopy (n/a), sigmoidoscopy rigid (n). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic inflammatory disease, endometritis, genital haemorrhage, menorrhagia, dysmenorrhoea, ovarian cyst and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, ovarian cyst, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: left side: 1 coil. Right side: 2 coils patient undergone endometriosis resection, robot assisted laparoscopic (n/a), cystoscopy (n/a), sigmoidoscopy rigid (n/a), appendectomy laparoscopic (n/a), intra abdominal lysis of adhesions, robot assisted laparoscopic (n/a), abdominal hysterectomy, robot assisted laparoscopic (n/a), salpingectomy, robot assisted laparoscopic (bilateral) on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure devices in place.. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2011: 1.3 cm ill-defined hypoechoic lesion of the right ovary, nonspecific in appearance; it could represent a hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,bleeding, right ovarian cyst, menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following ones were describe in patient¿s medical records:pelvic inflammatory disease. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.